Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, mfg process and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inclusive, as the sample was not returned for eval. Per the reported event details, an 0.014" guidewire was used. It should be noted that catalog number v1850100 is compatible with an 0.018" guidewire, not an 0.014" guidewire. Based on the available info, the definitive root cause is unk.

Event description:
It was reported that the balloon catheter was difficult to advance through the sheath; subsequently, it was removed from the sheath with difficulty. Upon removal the wire on the balloon was found to be bent. Another balloon was used to complete the procedure. There was no reported pt injury.